Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has experienced high blood glucose levels since the morning. The customer has treated with insulin, but continues to experience elevated blood glucose levels. The customer later called and reported that she went to the emergency room due to diabetic ketoacidosis, with a blood glucose reading of 1000 mg/dl. The customer experienced extreme thirst as well. The customer was unable to troubleshoot as she was in the ICU, but stated that she would call back. Nothing further was reported.